Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. Enduser alleges that sam350p unit will not complete download of event using saver evo. Event download will stop prior to completion. Multiple computers, ports, data cables were used with the same result; non fsca unit.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 29th july 2015. Unable to confirmed reported fault the device was returned with the reported fault of an inability to download event data in saverevo. However, the device performed to specification throughout testing at heartsine and the reported fault could not be confirmed. The data usb cable and usb circuitry were scrutinized, with no abnormalities observed. Since no fault was found on the unit, this may suggest an error in the user¿s procedure or faulty pc hardware (e.g. A break in the usb cable or a port issue). The customer was contacted on the (B)(6) 2018 to request further information on the reported fault but as yet no reply has been made. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another sam 350p.

Event description:
There was no patient involved. Enduser alleges that sam350p unit will not complete download of event using saver evo. Event download will stop prior to completion. Multiple computers, ports, data cables were used with the same result; non fsca unit.